Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A technical support specialist stated that the hospital network team reviewed and did not find any issues and the work was performed on the stand case (B)(4). The system functioned as intended after the technical support specialist troubleshot the device. E.1. Initial reporter state: bc, initial reporter zip: v2s 0c2.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator was stuck on the blue image screen. The customer reported that users could not access it and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.